Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient and there was no report of a device malfunction. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, ischemia and ventricular tachycardia, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with an acute myocardial infarction (mi). A 3.5x18mm xience prime stent was implanted in the proximal left anterior descending (lad) coronary artery lesion without issue. Post procedure, slow flow was noted in the lad. Medication was provided and the patient was kept in the intensive care unit. The following day, the patients heart rhythm went into ventricular tachycardia (v-tach). Medication was provided, cardioversion was attempted and cardiopulmonary resuscitation (CPR) was performed. The patient expired. Per the physician, the event was not related to the implanted stent. The stent remained patent. The event was related to the stent procedure. There was no additional information provided.